Manufacturer narrative:
(B)(4). The analysis results of device (a) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; two pear shaped clips were released. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. Upon firing of the device, a double feed incident occurred and one clip with gap was fed. It could not be determined what may have caused these findings. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. It should be noted that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first device clamped down on the cystic artery and after firing the device would not open. After a few minutes the device finally opened. A second device was pulled and that device would not close. A third device was pulled to complete the case with no patient consequence.